Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not audibly alerting for high blood glucose (bg) levels as intended. Customer's bg level was 312 mg/dl. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.